Manufacturer narrative:
Upon follow up it was reported the patient experienced an infection and general deterioration (no further details). Treatment for the events was not reported. It was reported the cause of death was due to general deterioration and infection (previously reported as an unspecified health complication related to orthostatic hypotension). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2019, one week prior to death. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and fever. The cause of the peritonitis was unknown. The same day as diagnosis of the peritonitis, the patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) ceftazidime and ip vancomycin (no further details). It was reported the patient experienced a health complication and subsequently passed away. The cause of death was reported to be due to an unspecified health complication related to orthostatic hypotension. It was reported an autopsy was not performed. It was not reported if the peritonitis was resolved prior to death. It was reported therapy was ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available.